Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for the breakage is operator¿s technique. The instruction manual contains several warning statements to prevent thermal and mechanical damage to the jaw area: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends preparing a spare device for use in the procedure.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy, the device alarmed for ¿damaged and broken insert¿, and a portion of the ¿active part¿ of the device broke off into the patient and was retrieved with a clamp. There was no reported patient injury, and no reported damage to the teflon pad or exposed metal underneath the pad. The procedure was completed with a similar device.